Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that no flow was observed with a unknown access set. The reporter stated that fluid was running in the device for an indeterminate time and then flow stopped. There was no report of patient injury or medical intervention associated with this event. No additional information is available.